Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt underwent surgery in 2006, where a dall-miles cable plate for his left femur was used. The pt had been without complaint until 2007, when he began to notice an uncomfortable feeling in his leg resulting in a revision of his left hip in the same month.